Manufacturer narrative:
The instrument was returned to isi and evaluated. Failure analysis confirmed the customer reported complaint of a broken wire. The instrument was found to have a loose grip cable with no visible cable damage at the wrist. The grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The instrument's housing was removed and one grip cable was found to be broken at the clamping pulley. An additional observation not reported was corroded bearings and clamping pulleys in the backend of the instrument. Upon visual and microscopic inspection, the backend of the instrument where the cables were routed exhibited corroded spots. The known common cause of the corrosion is improper cleaning which is known to contribute to cable failures as well. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted cholecystectomy procedure, a wire from the medium-large clip applier instrument broke which allegedly caused the tip of the instrument to injure a vessel. The details regarding how the vessel injury actually occurred are unknown. The bleeding that ensued was controlled with the application of a clip by the surgeon.

Event description:
It was initially reported that during a da vinci-assisted cholecystectomy procedure, a wire from medium-large clip applier instrument broke. The wire allegedly ripped an unspecified artery which caused some bleeding. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: the surgeon was able to load two clips on the medium-large clip applier instrument without any issues. The surgeon was also able to successfully place the two clips. However, after loading a third clip on the instrument, a wire broke while the surgeon was attempting to place the clip. As a result, the initial reporter stated that the tip of the instrument moved aggressively. According to the initial reporter, the tip of the instrument allegedly ripped an unspecified vessel. The initial reporter was unable to provide clarification as to how the tip of the instrument damaged the vessel. However, the initial reporter indicated that the bleeding was minimal and the surgeon was able to control the bleeding by applying a clip to the vessel using a robotic clip applier instrument. The surgical procedure was reportedly completed and the patient did not experience any post-operative complications.